Event description:
During baxter's functionality testing, it was found that a spectrum pump experienced a false upstream occlusion alarm. There was no pt involvement.

Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the reported upstream occlusion alarms, caused by a failed upstream sensor. The upstream sensor was replaced.